Event description:
Boston scientific received information that when this cardiac resynchronization therapy defibrillator (crt-d) was interrogated in clinic, pacing impedance measurements of greater than 2000 ohms were noted on the transvenous left ventricular (lv) lead and transvenous right ventricular (rv) lead. The patient reported not feeling well since receiving this new device, and complained of fatigue. Lv pacing was attempted with an output of 6 v, but this resulted in muscle stimulation, so the lv lead was temporarily programmed off until surgical intervention could be performed.

Manufacturer narrative:
The pocket was reopened, and it was noted that the device's rv pace/sense set screw was loose. Since the lv pacing vector included a portion of the rv lead, both lv and rv impedance measurements were higher than normal as a result of this observation. The integrity of both lv and rv leads was verified via pacing system analyzer (psa), and the leads were then reconnected to the device. Available information suggests that these products remain implanted and in service at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that hte device was explanted for an unrelated reason. The device has been returned for analysis.